Event description:
Pt reports experiencing diarrhea, headache, jaw pain, hypotension/ low blood pressure, rash and (unspecified) stomach issues since their last fill. Pt also reports experiencing dizziness. Pt reports they experienced all these symptoms in the hospital but milder in intensity. Reason(s), date(s) of admittance and discharge, or length of hospitalization is unknown. Pt also reports defective infusion set neria guard lot number 6012562. Pt reports that yesterday (B)(6) 2026 their pump kept beeping with an occlusion alarm and there was no occlusion, but a leak in the infusion set which pt replaced. It is unknown if the pt experienced any adverse events or an interruption in therapy due to tubing issue. It is unknown if the infusion set is available for return. No further info, details, or dates available. Current remodulin dose: 22.52ng/kg/min. Sq remunity self-fill pt via remunity pro pump. Pt started using remunity pro device (B)(6) 2025.